Event description:
(B)(4). The dealer reported that the trsx50fb transport wheelchair left arm hardware snapped, and the user fell under the chair, while being transferred from a bed to the unit. As a result of the fall, he suffered a scrape, and allegedly sought medical attention. There was no additional information available, and if it is received, this event will be revised, and a supplemental MDR report will be submitted.